Event description:
It was reported the patient underwent an artificial urinary sphincter (aus) replacement surgery due to unspecified device performance issues. During replacement, a small hole was observed in the pressure regulating balloon. All components were removed and replaced. There were no patient complications in relation to this event.